Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reseated the workstation boards. Reseated the display adapter board to resolve the bios error. Removed and replaced defective display adapter board and the rtos, gpos and system hard drive. Also replaced the ps1 and ps2 power supplies, the system was tested and found to be working as intended and put back in service.